Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The insulin pump had scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 69 mg/dl. The customer states she treated for the low blood glucose with food. The pump alarmed button error and were unable to clear it. She did note the insulin pump was exposed to moisture. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.